Event description:
It was reported that PICC catheter's regurgitation and pushing does not work well. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a partially occluded catheter was confirmed and the cause was manufacturing-related. The product returned for evaluation was one 5fr d/l powerpicc catheter. The sample appeared free of obvious use residues. An attempt to infuse water through the sample using a 12ml syringe revealed the purple-luered lumen to be patent to infusion and aspiration with unremarkable flowrates. Infusion/aspiration efforts revealed the red-luered lumen to be patent; however, addition effort was required and flowrates appeared reduced. A non-complainant guidewire was inserted into the red-luered lumen. Blockage was encountered within the region of the molded joint. Following bisection of the sample in the blocked region, microscopic inspection revealed clear silicone-like material within the red-luered lumen. The material appeared consistent with the clear silicone used to mold the catheter tubing to the extension tubes. It appeared that silicone infiltrated the red-luered lumen during the molding process. Such infiltration can occur if the molding pins are not positioned correctly. Bd is working closely with manufacturing to prevent recurrence of the reported event.

Event description:
It was reported that PICC catheter's regurgitation and pushing does not work well. No other information was provided.